Event description:
It was reported to philips by a customer that the unit pulse alarm led (light emitting diode) failure. The device was in clinical use, providing therapy at the time of the reported event. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the bme state the unit had an alarm led failed diagnostic code in the event log. The rse provided the bme the unit service manual and pages to references for the repair & required testing. The rse recommended ordering and replacing the power switch overlay.

Manufacturer narrative:
The biomed replaced and installed the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.